Event description:
The patient received a scs system on (B)(6) 2010. It was reported on (B)(6) 2011 that the patient is feeling stimulation but no longer able to locate her ipg. She tried moving the antenna over and around the ipg site, also tried a 1/2" spacer over and under her clothes to no avail. Patient has loss some weight during the period of the implant. A new charging system was sent to the patient. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.